Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger was unable to power up. The cause for the failure was a defective power supply brick. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective power supply. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger wouldn't power on. The patient was issued a replacement battery charger/modem.